Event description:
The customer observed a falsely decreased sodium (na) result for a 73-year-old patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID (B)(6) initial result, on (B)(6) 2024, was 100, repeat result was 138 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased sodium results on an alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr found the pressure monitoring board, part number a-90000945-07, needed to be replaced, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium (na) result for a 73-year-old patient on an alinity c analyzer. The following data was provided (customer¿s normal range is 136-145 mmol/l): sample ID (B)(6) initial result, on (B)(6) 2024, was 100, repeat result was 138 mmol/l. There was no impact to patient management reported.